Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure. The doctor elected to fill around the file to complete the procedure. There was no report of injury to the patient.